Event description:
This premature infant had a central catheter inserted on 9/18/98. On 11/4/98, the dressing at the broviac site and the blanket under the infant was noted to be wet. A drop of fluid was placed on an "ot" strips and it immediately changed to blue indicating glucose solution. The surgery service was notified, and removed the catheter at bedside. The catheter was flushed with saline and it was noted that there was a small hole approx 1 cm from the insertion point.